Manufacturer narrative:
Based on the results of the investigation, a root cause for the charred fuse components was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the light source had charred fuse components on ac inlet of power supply. There was no patient involvement.